Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. After attempts of seeking additional information, the rep was not able to respond. There were no additional adverse patient effects were reported. The product was explanted.